Manufacturer narrative:
The device has not been returned for analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure with a reprocessed harmonic scalpels/shears, the blade broke off and was retrieved. It is unknown as to how the blade was retrieved. Another like device was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
We could not confirm the reported issue because the product said to be involved was not received for evaluation. As the device was not returned for evaluation the visual and functional inspections could not be performed. A manufacturing record evaluation was conducted for the finished device lot 2163998 and no nonconformances were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).